Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with tvh; due to sui. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic, vaginal area pain, recurrent urinary tract infections, recurrent yeast infections, pain inside kidneys, abnormal vaginal odor and vaginal discharge, worsened urinary incontinence, urinary leakage, lower abdominal pain, physical pain and discomfort, continued urinary incontinence and pain. No additional information is provided at this time. It was reported that the patient had endoscopy with biopsy on (B)(6) 2011 and blood clots in lungs and heart in (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.